Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all three medstations experienced delays during initial login. The technical support specialist (tss) identified that in accordance with knowledge article es 1.7+ requires port 389/636, determined that the issue was caused by an undocumented requirement for stations to make ldap requests to the customer ldap server. The tss ran a powershell command to test ports 88 and 389 from station to the customer ldap servers and updated the dns servers on the affected stations. The customer identified an issue with the vpn tunnel between oceans/lbh and ochsner, which required adding an additional entry for the ldap server. Once this entry was added, logins began working normally with no delays. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es lbha user inquired about the dns server configuration, specifically the list and the order on which dns servers were accessed during login. The concern was raised due to an approximate 35-second delay observed during user login attempt, and the customer was investigating whether dns resolution or network configuration could be contributed to the delay on initial login to the pyxis medstation. However, there were no delays or adverse events or injuries reported based on this event.